Manufacturer narrative:
Carefusion has reached out to customer to provide the complaint device for further investigation. It has been confirmed that the device is not available for investigation. If we receive any additional information we will provide a follow up emdr. (B)(4).

Event description:
The customer reported that it is requiring extreme force to get the mask disconnected from the bag. The patient arrived requiring bag valve mask ventilation (bvm). "After intubation the staff was unable to remove the mask from the bag to connect it to the ett. "I asked a tech to help by pulling the mask while I held the bag, and the connector broke off from the bag making it useless". The second bag presented with the same issue; with a difficult to remove face mask, but the end-user was finally able to get it off and provide ventilation to the patient. The customer reported that patient injury/harm is unknown at this time.

Manufacturer narrative:
Investigation summary: unfortunately the sample was not available for a complete evaluation; therefore the reported failure mode could not be confirmed. The device history record for the lot number reported (0000963256 manufactured in 07jul16) was evaluated for any issues related with this customer report, and no issues were found. The product was manufactured, inspected and released in accordance with our internal procedures. In the molding area quality personnel are performing dimensional inspections to the components as well as a occlusion test. In the assembly area the quality personnel are performing a visual and functional inspection according to procedure. Without a sample for evaluation a root cause could not be determined a corrective and preventative action has been opened to further investigate this reported failure mode. At this time the probable root cause could be related to the current mirror finish surface on the elbow that should allow the mask to be easily removed. At this time carefusion/bd have notified the assembly personnel of this failure and retrained them on the assembly method between the elbow and the mask.